Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and nine months post filter deployment, the patient presented with abdominal pain. Subsequent computed tomography (CT) revealed that an inferior vena cava filter was located superior to the renal vein and demonstrated approximately 21 ¿ anterior tilt with the filter tip touched the anterior wall of the inferior vena cava. Therefore, the investigation is confirmed for filter tilt and filter migration. However, the investigation is inconclusive for pulmonary embolism (pe ) post implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter allegedly migrated into the right renal region and was unable to be retrieved; however, no filter retrieval attempts were performed. The patient alleges to have experienced right flank pain, gross hematuria, and renal vein thrombosis, as well as pulmonary embolism and recurrent deep vein thrombosis.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and seven months later post filter deployment, v/q scan results showed negative for pulmonary embolism. After eight months, addendum reported that the inferior vena cava filter appeared high, and one leg of the filter extended into the right renal vein. On the next day, abdomen single view was performed due to abdominal pain and result showed that the inferior vena cava filter was located high within the inferior vena cava. The tip of the filter was at the level of l1. Malpositioned inferior vena cava filter could be consistent with migration. After two days, abdomen single view showed that an inferior vena cava filter was present and was tilted slightly towards the left along its superior access. After one week, abdomen single view showed that an inferior vena cava filter was present. After one month, during discharge, it was reported that the patient co2 was noted to be up above the renal veins, which might account for the recurrent pulmonary embolism due to possible renal vein thrombosis. After three years and five months, computed tomography of the abdomen without intravenous contrast showed that the inferior vena cava filter was located superior to the renal vein and demonstrated approximately 21-degree anterior tilt with the filter tip touch the anterior wall of the inferior vena cava. There was no evidence of filter strut fracture or bent and no definite organ perforation. Therefore, the investigation is confirmed for the alleged filter migration and filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10:(expiry date: 08/2013). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter allegedly migrated into the right renal region and was unable to be retrieved; however, no filter retrieval attempts were performed. The patient alleges to have experienced right flank pain, gross hematuria, and renal vein thrombosis, as well as pulmonary embolism and recurrent deep vein thrombosis.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b6, b7, d4(expiry date: 08/2013), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter allegedly migrated into the right renal region and was unable to be retrieved; however, no filter retrieval attempts were performed. The patient alleges to have experienced right flank pain, gross hematuria, and renal vein thrombosis, as well as pulmonary embolism and recurrent deep vein thrombosis.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of lower extremity deep venous thrombosis and gastrointestinal bleed was scheduled for inferior vena cava (ivc) filter placement. The left common femoral vein was accessed and a venogram was performed which identified the renal veins and back spinal instrumentation, but the ivc could be identified. The filter was placed below the renal veins and deployed without difficulty. Completion venogram demonstrated adequate placement. All devices were removed and hemostasis was achieved with pressure. The patient tolerated the procedure well and was transferred to recovery in stable condition. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it cannot be confirmed that the patient experienced pe after filter implantation based on the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. It is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment in a patient diagnosed with deep vein thrombosis/pulmonary embolism, the filter allegedly migrated into the right renal region and was unable to be retrieved; however, no filter retrieval attempts were performed. The patient alleges to have experienced right flank pain, gross hematuria, and renal vein thrombosis, as well as pulmonary embolism and recurrent deep vein thrombosis.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of lower extremity deep venous thrombosis and gastrointestinal bleed was scheduled for inferior vena cava (ivc) filter placement. The left common femoral vein was accessed and a venogram was performed which identified the renal veins and back spinal instrumentation, but the ivc could be identified. The filter was placed below the renal veins and deployed without difficulty. Completion venogram demonstrated adequate placement. All devices were removed and hemostasis was achieved with pressure. The patient tolerated the procedure well and was transferred to recovery in stable condition. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it cannot be confirmed that the patient experienced pe after filter implantation based on the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment in a patient diagnosed with deep vein thrombosis/pulmonary embolism, the filter allegedly migrated into the right renal region and was unable to be retrieved; however, no filter retrieval attempts were performed. The patient alleges to have experienced right flank pain, gross hematuria, and renal vein thrombosis, as well as pulmonary embolism and recurrent deep vein thrombosis.